Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis further described as peritoneal inflammation. The cause of and the treatment for the peritonitis was not reported. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No further information was provided regarding whether the patient was hospitalized for the peritonitis or if dianeal therapy was ongoing. No additional information is available.